Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips that the display does not turn on. There was no reported patient involvement.